Manufacturer narrative:
A siemens representative examined the (B)(6) qc and calibrations. No issues were found. The instrument is performing within specifications. The cause for the non reactive advia centaur (B)(6) results compared to the (B)(6) results for the other methods is unknown. The instructions for use (IFU) limitation section states: "the results from this or any other diagnostic kit should be used and interpreted only in the context of the overall clinical picture. A negative test result does not exclude the possibility of exposure to (B)(6)." "Assay performance characteristics have not been established when the advia centaur (B)(6) assay is used in conjunction with other manufacturers' assays for specific (B)(6) serologic markers."

Event description:
A negative advia centaur (B)(6) result was obtained on a patient sample. The patient sample tested (B)(6) with another serological system and pcr. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the non reactive advia centaur (B)(6) result.